Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad had partial split with no metal exposure and charred marks were also noted on the teflon pad. Probe check could not be performed due to broken probe unit. The distal end was inspected under a microscope and found approximately 16mm of the probe unit is detached/missing; missing portion of the probe unit was not returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure the teflon pad was burned and fell into the patient. The burned teflon pad was retrieved from the patient using a grasping forceps. The intended procedure was successfully completed using a different thunderbeat device. Furthermore, olympus was also informed that metal was exposed and a piece of teflon pad fell into the patient. The piece was retrieved using grasping forceps. The event occurred while the doctor was performing cut and seal with the device. A ¿short circuit¿ error was displayed on the generator during the procedure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.